Event description:
A medsun report (B)(4) was received on 4mar2025, and a search of the complaint system has not found a complaint reported for this device/serial number during this timeframe. The device, 60-8005-001 system 5000 electrosurgical unit, 100 - 230 vac 50/60 hz, was being used on approximately 1nov2024 and "during the case the bovie malfunctioned and burned the patient's right lower lip. Surgical team, charge nurse and nurse manager made aware of the situation. The bovie pen, pencil and machine was taken off the field.". A good faith effort was completed to obtain further information; however, no response has been received. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced a burn of unknown degree.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed and no relationship to this complaint was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: because of the risk of burns, needles should never be used as a dispersive electrode for electrosurgery. The entire area of the dispersive electrode should be placed so that the entire conductive area is in firm contact with an area of the patient's body that has a good blood supply and is as close to the operative site as possible. In general, electrosurgical current paths should be as short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstances lateral to the thorax. The risk of burns can be reduced but not eliminated by placing the probes as far away as possible from the electrosurgical site and the dispersive electrode. Protective impedances incorporated in the monitoring leads may further reduce the risk of these burns. Needles should not be used as monitoring electrodes during electrosurgical procedures. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A medsun report (B)(4) was received on 4mar25, and a search of the complaint system has not found a complaint reported for this device/serial number during this timeframe. The device, 60-8005-001 system 5000 electrosurgical unit, 100 - 230 vac 50/60 hz, was being used on approximately (B)(6) 2024 and "during the case the bovie malfunctioned and burned the patient's right lower lip. Surgical team, charge nurse and nurse manager made aware of the situation. The bovie pen, pencil and machine was taken off the field." A good faith effort was completed to obtain further information; however, no response has been received. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced a burn of unknown degree.

Event description:
A medsun report (B)(4) was received on 4mar2025, and a search of the complaint system has not found a complaint reported for this device/serial number during this timeframe. The device, 60-8005-001 system 5000 electrosurgical unit, 100 - 230 vac 50/60 hz, was being used on approximately 1nov2024 and ¿during the case the bovie malfunctioned and burned the patient's right lower lip. Surgical team, charge nurse and nurse manager made aware of the situation. The bovie pen, pencil and machine was taken off the field.¿. A good faith effort was completed to obtain further information; however, no response has been received. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced a burn of unknown degree.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.